Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 16 months after the dental implant was placed in ada site 21 in the mouth, the implant did not osseointegrate. Clinician noted patient's pain, swelling and local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 16 months after the dental implant was placed in ada site 21 in the mouth, the implant did not osseointegrate. Clinician noted patient's pain, swelling and local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).